Event description:
It was reported that an intraocular lens (iol) was explanted from the patient's left eye due decentered iol after implant. Reportedly, the patient outcome post-operative (op) is unknown. It¿s unknown when it was first noticed the lens decentered. It was also unknown if a capsule tear occurred, and unknown if unplanned sutures and unplanned vitrectomy were required. No further information was provided.

Manufacturer narrative:
Date of event: the exact date is unknown. The best estimate is between the implant date (B)(6) 2022 and explant date (B)(6) 2022. The device has not been returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. (B)(4). An attempt was made to obtain missing information; however, the account did not have the information. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.

Manufacturer narrative:
Section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: oct 10, 2022. Section h3: evaluated by manufacturer: yes. Device evaluation: visual inspection under magnification revealed that the complaint lens was received cut half. The lens was cleaned and, no issues were identified that could cause or contribute to instability of the lens. Based on the return condition of the lens, no further product evaluation could be performed. A product quality deficiency could not be determined. Conclusion: as a result of the investigation there is no indication of a product quality deficiency, and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc., has been submitted.